Event description:
Home patient (hp) reports leak at connection of drain line tubing of homechoice set and automated peritoneal dialysis 12 foot extension line. Hp reports incorrectly attached the automated peritoneal dialysis pt extension line in place of the automated peritoneal dialysis drain line extension to homechoice set. This resulted in an unsecure connection and leak, which was noted during prime. Hp ended treatment at that time with the assistance of rn. No pt injury or medical intervention required per hp.